Manufacturer narrative:
Sections with additional information as of 11-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 241 and 239 mg/dl. The customer¿s expected am fasting blood glucose test result range is 105-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2023 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 241 mg/dl, date: 09/21, time: 12:02pm fasting. Result 2: 239 mg/dl, date: 09/21, time: 11:06am fasting. Result 3: 75 mg/dl, date: 09/21, time: 6:00am non-fasting (not concerned).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 05-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.